Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.

Event description:
The line was pre-flushed and pulled back at least 10 cm past the cut length. There was manipulation during insertion and advancement. The stylet was pulled out and found the sensors broke off in the catheter so the line was removed. After the line was removed the sensors fell out of the distal tip of the catheter next to the pt. A new line was then placed without further complications.